Event description:
It was reported that the pump battery would not charge and the charging connection was unstable. There was no reported adverse impact to the customer¿s blood glucose level. The customer tried different solutions without success, so technical support sent a replacement cable and wall adaptor, which resolved the issue, as the pump began charging correctly with the new equipment.